Event description:
Customer complained about sensor reading discrepancies. Customer reported that the insulin pump was going into threshold suspend at day and night and the sensors were only lasting 2 days. Customer stated that his current sensor glucose was 42 mg/dl and the threshold suspend alarm was triggered but his blood glucose is 240 mg/dl. Customer took of the glucose monitoring system the morning of the call because of the issues. He declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.